Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
Rptr indicated a vns pt had high lead impedance with vns diagnostics. The vns was disable. X-rays were performed which did not indicate any obvious anomalies per the rptr. The pt has had no trauma and does not manipulate the vns. Vns revision surgery is planned.